Manufacturer narrative:
The field service engineer inspected the device and verified the condition. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all tests.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4).